Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a pipeline that had encountered resistance /stuck with a phenom microcatheter and also had failed to open. The patient was undergoing surgery for treatment of "five tandem aneurysms of the left posterior communicating artery segment and the ophthalmic artery segments." The morphology was noted as saccular and unruptured with a max diameter of 12mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The landing zone (artery size) 3.7mm distal and 4.5mm proximal. Dapt (dual antiplatelet treatment) was administered with a normal level of platelet reactivity units (pru). The access vessel was the femoral artery with a 9mm diameter. The angiographic result post procedure was, "normal and unobstructed." It was reported that the operator first positioned a phenom 27 in the m2 segment of the middle cerebral artery, then placed an echelon 10 into the posterior communicating artery aneurysm. Based on angiographic measurements, a 4.5 - 25 stent was selected. After adequate hydration, the stent was delivered into the phenom 27 microcatheter. The operator reported significant resistance when delivering the stent to the distal end of the microcatheter. The stent was advanced further into the m1 segment of the middle cerebral artery. When the microcatheter was withdrawn and approximately 6 mm of the stent was exposed, the tip end of the stent did not open. After waiting approximately 30 seconds, the stent still failed to open. Because the patient¿s m1 segment was short and curved, and the microcatheter had already been withdrawn to the a1 origin, the operator did not continue withdrawing the microcatheter and instead chose to push the stent to deploy it. The stent showed signs of opening, but the tip end did not fully open and appeared y-shaped. The operator chose to retract the system as a whole, withdrawing the tip end of the stent to the intended anchoring position at the terminal internal carotid artery, and then continued to push the stent for deployment. However, the tip end still failed to open. The operator planned to complete stent deployment and then handle the tip end. When the stent was deployed tothe level of the ophthalmic artery, the stent became kinked. Despite multiple attempts at retrieving, pushing, and push-pull maneuvers, the kinking could not be resolved. The operator decided to remove the stent and replace it with a new one. However, after retracting the stent push rod, it was found that the stent was stuck at the proximal end of the phenom 27, and the tip of the stent push rod had fractured. A new stent and a new phenom 27 were used instead, and the procedure was completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this ev ent. The pipeline was not used for any indication that is not approved (off-label). The catheter was flushed as indicated in the IFU. Ancillary devices include a 6f 115 navien guide catheter